Event description:
Information received by medtronic indicated that the insulin pump had a button error sticky and unresponsive buttons, no low battery warning no unexplained alarms, battery life lasting less than 7 days, rejected new batteries, crack in bottom and back of pump, squirts insulin while priming, grinding during rewind and louder sounds. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.